Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and the pump failed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
A while after inserting the battery into the device, the down keypad button stopped working. After further review, there is corrosion on the pins of the keypad flex cable connector and on some parts located above the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly.